Manufacturer narrative:
Additional information: additional information was received and it was learnt that patient turned out to be myopic. Another lens with same model and smaller diopter of +16.5 was used as replacement for the patient. There was no patient injury. Patient was doing great. Additionally, the following information was provided and the following fields were updated from unknown. Section a2: date of birth: (B)(6) 1949. Section a3: gender: female. Section b3: date of event: (B)(6) 2020. Section d4: model: zxr00. Section d4: catalog #: zxr00u0205. Section d4: serial #: (B)(6). Section d4: unique identifier (UDI#): (B)(4). Section d4: expiration date: 1/31/2024. Section d6: if implanted, (B)(6) 2020. Section h4: device manufacture date: 1/31/2019. Section h6: patient code 3191 ¿ myopia. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaint folder has been received for this production order number. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Model: unknown, not provided. Catalog #: catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: product testing could not be performed because the actual lens was not returned. The reported complaint was not confirmed. Manufacturing record review: the manufacturing records are unable to be evaluated due to no serial number received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that surgeon had bilateral symfony patient with one eye having 2 diopter of residual cylinder. Surgeon was planning a lens exchange on (B)(6) 2020. Additional information was received and it was learnt that lens was explanted in secondary surgical procedure per schedule on (B)(6) 2020. Reportedly it took a lot of manipulation to get out the lens out of the bag and the new lens went in great. No further information was provided.